Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify charge/battery last less than anomaly , prime/fill anomaly and back light anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of ans insulin pump were harder to push. The customer's blood glucose was unknown. The customer also states the insulin pump had rejected new battery, squirts out insulin during priming and the back light was also little dim. The insulin pump will not be returned for analysis.